Event description:
An endurant ii/iis stent graft was implanted during the endovascular treatment of an aaa as part of the post market advance study. It was reported 3 days post the index procedure, the patient was re-admitted to hospital with a fever and was given antibiotics. The patient was discharged 5 days post the index procedure. The site assessed the fever as probable related to the index procedure and the device due to a stent fever and not related to an underlying condition or disease. The sponsor assessed the fever as causally related to the index procedure and the device due to a stent fever and not related to an underlying condition or disease. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Continuation of d10: this is a system report. The section d information is for the primary device, which was in use with the following: other relevant device(s) are: product ID: etlw1620c124ee, serial/lot #: (B)(6), ubd: 13-feb-2026, UDI#: (B)(4); product ID: etlw1620c93ee, serial/lot #: (B)(6), ubd: 22-aug-2024, UDI#: (B)(4); product ID: etlw1616c93ee, serial/lot #: (B)(6), ubd: 18-apr-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.